Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. Customer¿s blood glucose (bg) level was 93- over 400 mg/dl.